Manufacturer narrative:
Corrected h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No valve implantation procedure images were available for medtronic review, and the valve was not returned to medtronic, so no product analysis could be performed. Medical safety reviewed the product event and assessed the reported: paravalvular leak (pvl), hypotension, valve dislodgement treated with the implant of a second valve. Based on the information provided the pvl was likely related to interaction between the patient anatomy and the valve as the valve did not provide an adequate seal. Based on the information provided the hypotension was likely related to the pvl or rapid pacing during the post implant balloon aortic valvuloplasty (bav). Based on the information provided, the valve dislodgement was possibly related to rapid pacing or the post implant balloon valvuloplasty. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A post-bav was performed to treat the moderate pvl, and the valve dislodged. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Per the medical safety assessment, the valve dislodgement was possibly related to rapid pacing or the post implant balloon valvuloplasty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID unknown; product type: compression loading system (cls) product ID unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was successfully implanted during third release attempt. Moderate leak was present, therefore the team decided to perform a post-implant balloon aortic valvuloplasty (bav) using a vacs iii 26mm balloon. During the post-implant bav, the valve dislodged. A second valve was implanted without complications. No additional adverse patient effects were reported.

Event description:
Additional information was received which reported that a pre implant balloon aortic valvuloplasty (bav) was not performed. The valve was recaptured twice because the first two deployment attempts had a low depth. Deployment started at the mid pigtail catheter. Prior to dislodgement, the valve depth was 4 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). Following deployment, the moderate "leak" was classified as paravalvular leak (pvl). The patient was rapid paced during the post bav, however the patient's systolic pressure was approximately 40 mmhg. The valve dislodged aortic to a depth of 5 mm on the ncc and lcc. The physician indicated that the patient's leaflets had little calcium and a larger annular perimeter. Of note, a safari wire was used during this implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.